Event description:
Defective keypad

Event description:
Customer reported defective keypad. Keypad was received for investigation. Device history record reviewed and no events linked with reported issue were detected. The keypad received was tested. At least one button is always pressed. A possible short circuit is at the origin of the issue. The problem reported is confirmed.